Manufacturer narrative:
B5: it was further stated that lactated ringers solution leaked out of the pressure pump component and sprayed the provider and patient. H10: the user facility submitted a medwatch report for this event: mw5099964. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pressure pump of an unspecified quantity (5-6) of clearlink system y-type blood/solution sets leaked. This issue was identified during the induction of anesthesia. There was no report of patient injury or medical intervention associated with this event. No additional information is available.